Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot t6005, and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: complaint sample not received for investigation. Retained sample evaluation was performed. 05 units of retain samples of incident code nw2493 and lot t6005 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles, but no such defects were observed. All 05 units of retain samples were visually inspected under magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample meets the usp average knot pull tensile strength requirement. Raw material specification for vicryl suture was referred and following was identified. The detected un-coloured and whitish patches at several places is a physical property of suture as this suture is coated using calcium stearate. Such whitish patches do not contribute in loss of tensile strength, and is not a cause of suture breakage. Since whitish patches are related to physical property of the suture, and there is no co-relation of such patches with suture strength, the following information was requested, but unavailable: it was reported "while using the vicryl suture in patient the suture discolored and was broken . If such discoloration occurs during procedure the suture are givening away after three days of procedure" please clarify: what medical/surgical intervention was performed for the patient symptoms? What was the date of the second procedure? Can you describe the appearance of the suture during the second procedure? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was reoperation necessary to remove the suture and re-close the wound? Did you notice any issues with suture prior to use? Did you wet the suture for use, with what? Did the suture maintain integrity even with dye coming off? Do you have any photos of the color change? Procedure name and date? Event date? Sales person responded- no more information is available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Three days after the procedure, the suture gave away. There were no adverse patient consequences reported. No additional information was provided.